Event description:
A piece of fiber was noted on a leaflet when rinsing a 29mm sapien xt valve. The fiber could not be removed by rinsing the valve. A 2nd xt valve was opened and successfully deployed in the patient. There was confusion while the 2nd valve was being opened, and the facility personnel crimped the 1st valve into the delivery system by mistake.

Manufacturer narrative:
Upon visual inspection of the returned valve, an unknown material was found on the inflow side of the valve. The particle was small fibrous and measured approximately 4mm long. The particulate was isolated for materials analysis. Visual inspection did not show any observable damage to sutures, frame, skirt, or leaflet of the valve. Leaflets were confirmed to be in acceptable condition. Materials analysis was performed on the isolated particulate with fourier transform infrared spectroscopy (ftir). Results scan indicated an approximate match to a fibrous like material indicating acrylonitrile butadiene styrene terpolymer (abs)-like material engineering evaluation of the returned valve confirmed the reported valve particulate. Based on the ft-ir chemistry analysis, the black abs is not similar to known manufacturing sutures or valve components used in the manufacturing floor for sapien xt. A comparison of the black acrylonitrile butadiene styrene terpolymer-like material was compared against materials utilized on the cleanroom floor. The test results were inconclusive and did not show a high enough certainty to show a definite similarity to any known manufacturing material. Sapien xt valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirements. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. While particulates can come in contact with the device from various sources, including in the manufacturing cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low. This re-enforce edwards¿ manufacturing and inspection controls. In this case, the source of the reported particulate could not be determined, but a potential manufacturing defect was confirmed on the returned sample. It is possible that the particulate originated during handling while in manufacturing. The material identified through ftir, black abs, is not a sapien xt approved material, and cannot be conclusively identified as a material originating from an ew source. Additional corrective and preventative actions regarding contamination on valves will be implemented.

Manufacturer narrative:
Investigation of this event is ongoing, pending engineering evaluation of the returned device.